Manufacturer narrative:
Concomitant products: sigphandle, sig power sigphandle handle (sn:unknown) unk-sigadapt, unknown signia egia adapter (sn:unknown) siglu60a, tri 2.0 siglu60a 60 load unit (lot#n2j0621y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, on the third firing, the cartridge of the reload dislodged from the loading unit and was pushed out, deploying staples and cutting without firing. As a result, more tissue was needed to be resected due to cutting without stapling. The staples did misfire, however, the surgeon had to remove unformed staples. To resolve the issue, the surgeon had to refire the stapler using a new reload. The surgeon sutured over the part that was misfired.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Visual inspection noted test media was cleanly transected. The interlock was tested and found to function properly. It was reported that the component disengaged and the device partially fired. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the loading unit/cartridge will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.